Manufacturer narrative:
A review of the log file was conducted, which confirmed that there were no malfunctions related to the reported event. The review indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for lot number 18c00487, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met specifications when released for distribution. A review of similar complaints was conducted, which found two (2) other similar events have been reported. The aquabeam system instructions for use (IFU), ifu310301, lists "bleeding" as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H. 11 corrected data: h.6 event problem evalucation codes the correct health effect - clinical code is "1888 - hemorrhage/bleeding".

Event description:
Male underwent aquablation procedure. Patient's bp dropped after the procedure and received 2 units of blood. He was discharged home post-op day 2. No further sequalae was reported.